Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event. Additionally, the date of the event was updated.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusion. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported inaccuracy was unable to be replicated. No fault was found with the returned device. The expulsor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.